Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's glucose started to go above the correction range and upon visual inspection it was observed that the cannula was kinked. Per reporter, an alarm for the blockage did not occur. The infusion set was changed and the issue was resolved. No patient harm was reported.